Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as it was inadvertently submitted as a reportable malfunction. There were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the device had problems related to a culture test; however, this was incorrectly reported. The customer did not allege any issues with a culture test but that the device failed a leak test, the big knob was loose and there was bubbling the distant tip. Per the legal manufacturer, these issues are not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had problems related to a culture test. The issue was observed during reprocessing. There were no reports of patient involvement, and the customer has not responded to any communications regarding the allegation and no other information has been provided.